Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: a review of the pump black box data revealed cs 177 low battery warnings indicating normal battery usage. During a visual inspection of the pump, the battery compartment was intact; no damage observed. No evidence of moisture was found in the battery compartment. The pump¿s sleep current draw was found to be out of specification. The pump case was removed and a cold solder connection was found at the cgm module of the transceiver board. The cgm module flex was disconnected and the pump sleep current draw returned to specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.